Manufacturer narrative:
Evaluation: we are anticipating the return of the sample involved in this event. Upon receipt of the sample, and the completed investigation, a follow up report will be submitted. We can report that we have received no similar reports on this device lot number, with a lot size of 2000 units.

Event description:
The hospital reported some blood passed into the heating water during a blood transfusion. The clinician stopped the transfusion procedure. No clinical consequences reported.